Manufacturer narrative:
The technician found the head motor would not hold weight. The technician replaced the head motor to repair the bed.

Event description:
Information received indicates the head section is drifting.